Manufacturer narrative:
Additional information was received that the lead was added for additional coverage for a new pain on the patients right side.

Event description:
A report was received that the patient underwent a revision procedure where the ipg was replaced to gain an additional port in order to add a lead.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced and a lead will be added for an unknown reason.